Event description:
It was reported that the distal end of the catheter broke and could not be curved. The patient's ventricle was perforated which required surgical intervention.

Manufacturer narrative:
The returned catheter was visually and functionally examined. Visual inspection found the distal end of the catheter was not "broken" as reported, however, there was a 75-90 degree bend in the distal section of the catheter proximal to the band electrodes and damage noted at the handle and strain relief junction (external to the patient). There were no difficulties deflecting or steering the catheter to create a curve. Catheters are 100% inspected for electrical and mechanical integrity to ensure they met the specification requirement at time of release. Review of the device history record for this lot indicated no related issues. In addition, the design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue) of less than 200g. Review of the buckling load data tested during design was well below this requirement and was in the worst case straight (un-deflected position) scenario. Due to the condition of the returned catheter (bent distal section), buckling force in the same straight, un-deflected position could not be measured for the returned catheter. However, catheters with a similar design as the returned catheter was pulled from finished goods inventory and the buckling force was measured. The buckling force was also well below the 200g buckling load criteria. To verify the required force to create a bend similar to the returned catheter, additional testing on a new catheter was performed with the catheter shaft held above the electrode bands and forced to bend in the same manner as the returned catheter. The buckling force measured above 400g and there was no permanent bend created. This data suggests that the returned catheter was subjected to high force beyond normal use to create the observed permanent bend in the catheter distal section. In addition, the observed damage at the handle of strain relief junction was evaluated. The evaluation further supports the catheter was subjected to force beyond normal use as the strain relief damage was only duplicated with the catheter shaft being bent and twisted in the opposite direction from the handle. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."